Event description:
The customer reported that when testing the device, it always shows 200 joules. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that when testing the device it always shows 200 joules. There was no reported patient involvement. A philips field service engineer evaluated the device and clarified the symptom as no matter what energy is selected, the device always displays 200 joules. The problem was isolated to the optical switch. The optical switch was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.